Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported left side rupture. Further reported was ¿brain fog¿, ¿auto immune problems¿, ¿emotional problems¿, and ¿unable to function¿ which have been deemed not related to the device. Device has been explanted.